Event description:
Nurse reported chemotherapy leaking onto a patient from spinning spiros closed male luer, red cap. Tried to reproduce it but unable to. Looks like some medication leaked from the spiros leur lock then dripped back into the leur lock. Nurse reported a crack but unable to find one. This happened twice with two different pharmacists hazardous compounding the chemotherapy and two different nurses hanging the bags for the patient. FDA safety report ID# (B)(4).